Event description:
It was reported that prior to use the cs300 intra aortic balloon pump (iabp) unit will not turn on. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields - b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code). Despite 3 requests, customer has not provided hcpo. 3 gfe's raised no response. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Additional information: however, this iabp was upgraded to a cs300. The upgraded details (brand name, catalog and UDI) will be included once they're available. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had a power up failure. There was no patient involvement.